Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to network failure leading to communication issue . A technical support specialist reached out to the customer for investigation, confirmed that active directory was functioning properly. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be cce/facility liscence.

Event description:
It was reported that 2 of pyxis medstation es system were disconnecting and not communicating with the server. The customer reported that the malfunction occurred when user trying to issue the medication to patient, causing a delay in dispensing the medication for the patient. There were no adverse events or injuries reported based on this incident.